Event description:
Facility called nellcor puritan bennett on 5/15/1998 to report the following problem: when unit is running on internal battery, all leds light up and all alarms and unit stops cycling.